Event description:
Customer reported the zipper teeth on the right side panel will not align. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
The product was requested to be returned for evaluation but has not been rec'd. Note: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the pt from the damaged bed and exchange it for a posey bed in good working condition. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).